Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a total vaginal hysterectomy, the suture was attached to the device but it disengaged. The suture disengaged from the device several times during the procedure. The suture would either come off the device or would not switch from one bar to the other. A laparoscopic scissor was used to cut the needle off and a laparoscopic grasper was used to remove the needle from the cavity. The closure of the vaginal cuff had to be performed vaginally adding minimum of 1 hour to surgical time. To complete the procedure, new sutures were used until the case was able to be completed. The current patient status is healthy.